Event description:
Our service staff delivered the g5 to the hospital and turned it on. Then, many tf occurred.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The event is not a reportable event (severity category 5 in risk assessment). The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective vu motherboard. In consequence (correction) vu motherboard with part number msp159304 (rga 70145) was replaced. There was no patient or user harm.